Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of battery out limit alarm on their insulin pump. The customer's blood glucose level at the time of incident was reported to be 251mg/dl. The customer also states there is a dark circle on the pump screen next to the reservoir. The customer was advised that the circle indicates the device is no longer delivering insulin. Troubleshoot was conducted and the circle was cleared. The customer was advised they would be sent out a replacement battery cap, and to monitor the device and call back if needed.